Event description:
A non-healthcare professional reported that during a trabecular stent implantation procedure, it would not advance. The procedure completed the same day.Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4)